Event description:
While assembling items for port access prior to accessing port, rn flushed with normal saline and device had complete resistance did not permit the fluid to pass. This occurred twice as the rn opened another device and found the same occurrence with the second. Device did not reach any patient.